Event description:
In 2008, the pt's mother reported the pt has been having occlusions on her insulin device [competitor product] since the previous month. She stated the device MFR has replaced the infusion device twice. The mother stated infusion sets have been tried from 2 different boxes but the occlusions continued. She said the pt is currently using insulin injections. The mother stated the pt has had elevated blood glucose readings ranging between 383 to 600 mg/dl and has tested with ketones. She stated she would troubleshoot by disconnecting the pt from her headset and bolusing through the tubing without error. She stated the pt's readings would return to her normal range of 141 mg/dl when she switched to injection therapy. On follow up with the mother on original month, she stated the pt is still having elevated readings when using the infusion device and she has taken the pt off the device and is using injection therapy. Courtesy infusion sets were sent to the pt and a request for additional training on the infusion sets were made. On four days later, the mother called back and stated a diabetes educator had come to her home yesterday for additional training. She said they were properly using the infusion sets. The mother stated it was an issue with the infusion device's push rod and the pt received another infusion device from the MFR. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.